Manufacturer narrative:
Retroactive audit of complaint files determined filing.

Event description:
After three passes, the device would not pack. Upon removal from the sheath, the nosecone separated from the catheter. Physician was able to retrieve the nosecone without further complications. No patient implications.